Manufacturer narrative:
Investigation findings: the device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. The review found three occurrences of a defect, in one of the multiple subassembly lots used as raw material for the reported finished product lot, that may have caused or contributed to the reported complaint. However, these defects did not exceed the allowable number of failures per our procedure. The finished product inspection did not find any defects for pledgets, or missing/separated/pulled out strings. Actions taken: a notification of this matter was sent by the plant quality engineer to the plant production personnel for awareness. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon came apart upon removal leaving pieces of the tampon inside of her. This happened with two tampons from the same box. She was unsure if all pieces were removed. On (B)(6) 2017 the consumer went to her ob gyn. The ob gyn confirmed that there were no remaining tampon pieces. No treatment was prescribed and the consumer is now fine. No further information is available at this time.